Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pelvic pain '), fallopian tube perforation ('migration of the essure device to the abdominal or pelvic cavity / perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus') and perforation ('perforation of the other organs') in a female patient who had essure (batch no. A90483) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), fallopian tube perforation ('migration of the essure device to the abdominal or pelvic cavity / perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus'), perforation ('perforation of the other organs') and back pain ('chronic back pain') in a female patient who had essure (batch no. A90483) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), back pain (seriousness criterion medically significant), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure was removed and essure was removed). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. Lot number: a90483, manufacture date: 2013-01, and expiration date: 2016-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-apr-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain"), fallopian tube perforation ("migration of the essure device to the abdominal or pelvic cavity / perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus"), perforation ("perforation of the other organs") and back pain ("chronic back pain") in an adult female patient who had essure inserted (lot no. A90483). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of multi gravida and parity 5. Previously administered products included: provera. The patient had a family history of diabetes. Concurrent conditions were listed as migraine, adenomyosis, body mass index normal, penicillin allergy, coital bleeding, prolonged heavy periods, anemia, uterine ablation, dysmenorrhea, blood pressure high, lower abdominal pain, uterine fibroid, adenomyosis, pelvic pain female and dysfunctional uterine bleeding. Concomitant products included iron and cyclokapron (tranexamic acid) for heavy menstrual bleeding. On (B)(6) 2013, the patient had essure inserted. . On unknown date she experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criteria medically important and intervention required), perforation (seriousness criteria medically important and intervention required), abdominal pain ("chronic abdominal pain"), back pain (seriousness criterion medically important), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (essure was removed and essure was removed ). Essure was removed on (B)(6)2020 at the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [blood iron ( 7.0- 27.0 umol/l)] on (B)(6) 2019: 5.0 [blood thyroid stimulating hormone ( 0.35- 5.0 miu/ml)] on (B)(6) 2019: 0.59 [gynaecological examination] on 31-aug-2016: vagina and cervix were normal. Bimanual exam revealed a mid axis uterus, normal size, mobile and non-tender. The adnexae are negative for masses or tenderness. She has just started using iron again [haemoglobin] on (B)(6) 2020: 129 [hysterosalpingogram] on (B)(6) 2020: this is performed post essure implant placement. The uterine cavity has a normal contour. The essure implants appear in good position, and there is no opacification of the fallopian tubes. Findings consistent with bilateral tubal occlusion [mean cell haemoglobin ( 27.0- 32 pg)] on (B)(6) 2020: 24.7; on (B)(6) 2020: 32.2 [mean cell volume ( 79- 99 fl)] on (B)(6) 2020: 75.6 [pathology test] on (B)(6) 2020: specimen submitted: 1. Fallopian tube, right, and essure coil 2. Fallopian tube, left, and essure coil diagnosis: 1-2. Fallopian tubes and essure coils: benign fallopian tubes. Essure coils (gross identification) . Gross description: 1. Right fallopian tube and essure coil the fallopian tube measures 5. 8 cm in length and up to 0.8 cm in greatest diameter. Present in the lumen of this fallopian tube is fine stainless-steel thread-like wire which is removed and measures 10. 5 cm in length. Also present in the specimen jar are two smaller portions of spiral stainless-steel wire measuring 1.1 cm and 0.6 cm. 2. Left fallopian tube and essure coil it measures 6.5 cm in length and up to 0. 7 cm in greatest diameter. Also present in the specimen jar are two segments of stainless steel. The thread-like segment measures 11 cm in length, and the spiral, somewhat larger segment, measures 2.5 cm in length and up to 0.2 cm in spiral diameter [pregnancy test urine] on (B)(6) 2020: negative [red cell distribution width increased ( 11.5- 15 %)] (date unknown): 19.1 [transferrin saturation ( 20- 50 %)] on (B)(6) 2019: 8 low [ultrasound pelvis] on (B)(6) 2015: reason for exam: septicemia. Query pid. The wiring in the fallopian tubes can be demonstrated with the left extending into the endometrial cavity. The uterus and endometrium are otherwise unremarkable. I see no evidence of an ovarian cyst or adnexal mass and specifically no evidence of a tubo-ovarian abscess can be seen. No free fluid or adenopathy seen lot number: a90483 manufacture date:2013-01 expiration date: 2016-01. The most recent follow-up information incorporated above includes data received on: 26-mar-2024: medical record received. Lot number added. Lab data including (surgical pathology report) updated. Medical history, historical drugs, concomitant conditions & new reporters are added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain"), fallopian tube perforation ("migration of the essure device to the abdominal or pelvic cavity / perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus"), perforation ("perforation of the other organs") and back pain ("chronic back pain") in an adult female patient who had essure inserted (lot no. A90483). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of multi gravida and parity 5. Previously administered products included: provera. The patient had a family history of diabetes. Concurrent conditions were listed as migraine, adenomyosis, body mass index normal, penicillin allergy, coital bleeding, prolonged heavy periods, anemia, uterine ablation, dysmenorrhea, blood pressure high, lower abdominal pain, uterine fibroid, adenomyosis, pelvic pain female and dysfunctional uterine bleeding. Concomitant products included iron and cyclokapron (tranexamic acid) for heavy menstrual bleeding. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2020. On unknown date she experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criteria medically important and intervention required), perforation (seriousness criteria medically important and intervention required), abdominal pain ("chronic abdominal pain"), back pain (seriousness criterion medically important), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (essure was removed and essure was removed ). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [blood iron ( 7.0- 27.0 umol/l)] on (B)(6) 2019: 5.0 [blood thyroid stimulating hormone ( 0.35- 5.0 miu/ml)] on (B)(6) 2019: 0.59 [gynaecological examination] on (B)(6) 2016: vagina and cervix were normal. Bimanual exam revealed a mid axis uterus, normal size, mobile and non-tender. The adnexae are negative for masses or tenderness. She has just started using iron again [haemoglobin] on (B)(6) 2020: 129 [hysterosalpingogram] on (B)(6) 2020: this is performed post essure implant placement. The uterine cavity has a normal contour. The essure implants appear in good position, and there is no opacification of the fallopian tubes. Findings consistent with bilateral tubal occlusion [mean cell haemoglobin ( 27.0- 32 pg)] on (B)(6) 2020: 24.7; on (B)(6) 2020: 32.2 [mean cell volume ( 79- 99 fl)] on (B)(6) 2020: 75.6 [pathology test] on (B)(6) 2020: specimen submitted: 1. Fallopian tube, right, and essure coil 2. Fallopian tube, left, and essure coil diagnosis: 1-2. Fallopian tubes and essure coils: benign fallopian tubes. Essure coils (gross identification) . Gross description: 1. Right fallopian tube and essure coil the fallopian tube measures 5. 8 cm in length and up to 0.8 cm in greatest diameter. Present in the lumen of this fallopian tube is fine stainless-steel thread-like wire which is removed and measures 10. 5 cm in length. Also present in the specimen jar are two smaller portions of spiral stainless-steel wire measuring 1.1 cm and 0.6 cm. 2. Left fallopian tube and essure coil it measures 6.5 cm in length and up to 0. 7 cm in greatest diameter. Also present in the specimen jar are two segments of stainless steel. The thread-like segment measures 11 cm in length, and the spiral, somewhat larger segment, measures 2.5 cm in length and up to 0.2 cm in spiral diameter [pregnancy test urine] on (B)(6) 2020: negative [transferrin saturation ( 20- 50 %)] on 10-apr-2019: 8 low [ultrasound pelvis] on (B)(6) 2015: reason for exam: septicemia. Query pid. The wiring in the fallopian tubes can be demonstrated with the left extending into the endometrial cavity. The uterus and endometrium are otherwise unremarkable. I see no evidence of an ovarian cyst or adnexal mass and specifically no evidence of a tubo-ovarian abscess can be seen. No free fluid or adenopathy seen lot number: a90483 manufacture date:2013-01 expiration date: 2016-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-apr-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.